Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult or delayed positioning (interaction with the anatomy). The reported gripper actuation issue appears to be due troubleshooting maneuvers to free the clip and in conjunction with multiple grasping attempts. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and mitral valve calcification for a mitraclip procedure. One clip was implanted and second clip was opened. It was noted that there was interaction with the anatomy during positioning and steering, but there was no observed tissue injury. One of the grippers could not lower after multiple grasping attempts on the calcified valve. This occurred while utilizing independent gripper actuation. Troubleshooting was performed, but the issue persisted. The clip was removed from the anatomy and was replaced. While grasping the leaflets, the replacement clip tore the valve. The mr was reduced to grade 3 with a total of two clips implanted.